Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in both unipolar and bipolar configurations. When the patient performed isometric exercises, noise with ventricular oversensing occurred. Pocket manipulation did not cause noise, and a chest x-ray showed no evidence of a breach in lead integrity. The pacemaker was programmed to aai mode. The patient was not pacemaker dependent.

Manufacturer narrative:
No medwatch form was received.